Manufacturer narrative:
Parts sent to customer to perform repairs. Customer performed evaluation.

Event description:
It was reported that there was a reduction in brake force due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.